Manufacturer narrative:
(B) (4). Physio-control evaluated the device and verified the reported failure. Physio replaced the power pcb assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed power pcb assembly at the failure analysis center and was unable to confirm or duplicate the reported failure.

Event description:
Customer reported that the device failed to power on. There was no pt use associated with the event.